Event description:
Customer called to report the pump's driver block was not engaging properly into the lead screw on the locked position. It was stated that the pump was not dropped, bumped, or exposed to moisture.